Manufacturer narrative:
(B)(4).

Event description:
An inflammatory mass confirmed via MRI was reported. No further info was available as regards to pt status and drug infused via the device. Additional info has been requested, but was not available as of the date of this report.